Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty, a 4.5mmd 22mml wno distal tip enterprise vascular reconstruction device (enc452200, 9616874) was impeded at the proximal end of the microcatheter and could not advance any more. The doctor tried to only retract the stent alone, but the stent was found detached from the delivery wire in the microcatheter. The doctor removed the stent and microcatheter from the patient. Stent implantation was given up. The surgery was completed. There was no patient injury reported. Additional event information received on 17-sep-2025 indicated that there was no torquing device used. There was no evidence of physical material within the device. A j&j microcatheter was used. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was a procedure prolongation/delay due to the event, however, it did not result in a patient adverse event. The device was returned to j&j medtech for further evaluation. One non-sterile unknown microcatheter was received in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and the proximal portion of the microcatheter was found to be cut off. The involved stent was found detached inside the hub. No other damage was found. Microscopic examination showed that the microcatheter had been deliberately cut. A clean cut was observed on the proximal portion of the microcatheter, suggesting the damage was caused by a sharp object. The device was confirmed to be within specifications for the outer diameter (od) and distal inner diameter (ID). The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated due to the conditions in which the microcatheter was returned. The reasons why the device has been cut remain unknown. Additionally, the issue reported regarding a microcatheter being kinked cannot be confirmed since despite the separation found in the microcatheter, no kinked conditions were detected. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty, a 4.5mmd 22mml wno distal tip enterprise vascular reconstruction device (enc452200, 9616874) was impeded at the proximal end of the microcatheter and could not advance any more. The doctor tried to only retract the stent alone, but the stent was found detached from the delivery wire in the microcatheter. The doctor removed the stent and microcatheter from the patient. Stent implantation was given up. The surgery was completed. There was no patient injury reported. Additional event information received on 17-sep-2025 indicated that there was no torquing device used. There was no evidence of physical material within the device. A j&j microcatheter was used. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was a procedure prolongation/delay due to the event, however, it did not result in a patient adverse event. Additional event information received on 25-sep-2025 reported that the brand of the j&j microcatheter is not available.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.